Event description:
It was reported that the physicians are putting guide inferior on proximal end, halfway between midline and plantar cortex. The physician has seen wires miss head plantarly.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.